Event description:
Reporter indicated that patient started feeling painful stimulation at the electrode site along with choking sensation and gasping during stimulations. X-rays were taken and sent to manufacturer for review. X-rays revealed a lead discontinuity near the electrode area below the anchor tether. Further follow up revealed that patient underwent complete revision and good faith attempts for additional information and product return are currently being made. Attempts for additional information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.